Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, deformation, cloudy, crystalline and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii." "The patient thinks might have a rupture on unknown side". This is for the right side device. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii", rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii." "The patient thinks might have a rupture on unknown side". This is for the right side device. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii." "The patient thinks might have a rupture on unknown side". This is for the right side device. The device has been explanted.

Manufacturer narrative:
Correction to h11 in last emdr.: please see esg ticket # (B)(4) regarding submission of this medwatch.